Manufacturer narrative:
The device was returned and investigated. The returned device analysis was unable to confirm the difficult clip delivery system (cds) advancement, as the device advanced without difficulty and inability to close the clip as the clip functioned as intended. The clip introducer (ci) was noted to be torn. Although the clip was able to be retracted into the ci and removed from the steerable guide catheter (sgc) without issues, the reported difficulty to remove the cds from the steerable guide catheter (sgc) and retraction problem of the clip becoming caught on the ci was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents. The investigation was unable to determine a conclusive cause for the reported difficult cds advancement and inability to close the clip fully. The reported retraction problem of the clip becoming caught in the ci resulting in the inability/difficulty removing the cds from the sgc; however, was reported to be due to the clip not being able to fully close. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report inability to close the clip and difficult removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transseptal puncture was performed, and a pericardial effusion, caused by the transseptal needle, occurred, no treatment was required. The steerable guide catheter (sgc) was advanced; however, the mitraclip delivery system (cds) could not be advanced into the sgc. The cds was retracted and one of the clip arms got stuck on the clip introducer. The cds could not be removed from the sgc. It was suspected that the clip arms did completely close. The sgc and cds were removed together and both were replaced. One clip was implanted, reducing mr to <1. There was no adverse patient effect or a clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.